Event description:
It was reported to medtronic neurosurgery that when trying to take a csf sample, it was noted that the pt line injection site was missing.

Manufacturer narrative:
The injection site was returned unscrewed from the pt line stopcock. The injection site could be securely reattached to the stopcock, and the unit passed a leak check. No damages were noted. It is unk how or when the injection site was removed from the stopcock. This product is mfg with unglued luer-lock connections on the pt line stopcock. These connections are made at the time of MFR and are not intended to loosen and/or disconnect during shipment and/or handling. However, these factors sometimes can loosen the connections. As a result, the instructions for use that accompany the product caution to check all connections to ensure that fittings are tight and leak-free during system setup. A review of the mfg records showed no anomalies. No impact to the pt was reported.